Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: b5, b6, b7, h6 helath clinical code and impact code, medical device problem code. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse after careful examination, it was confirmed that the symptom occurred because the cable was about to come loose at the connection point between the touch panel cable (orange) and the video generator board. The device was reconnected, inspected, and returned to the facility after being deemed to be in good condition. Unit returned for clinical use.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) touch panel could not be operated. The power was restarted (about 5 times), but there was. No response. No patient use. No health damage.

Manufacturer narrative:
Due to character limitation in e1 (event site city name): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) touch panel could not be operated. No harm or injury reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: report source, h6 (type of investigation).